Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000479, serial/lot #: (B)(6) rev. 1, ubd: unknown, UDI#: unknown. This event occurred in israel, see section e. H6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H6: the returned hand switch was analyzed. Visual inspection confirmed a worn, stretched cable and a broken hanger. The rep installed the hand switch in a test system. The system was able to take a 3d image but 2d image failed. Codes b01, c02, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during an annual planned maintenance (pm) that the hand switch test-failed on 2d standard fluoro. No patient was present at the time of the event. The footswitch was okay to use to take images.